Manufacturer narrative:
In response to the customer complaint, biomérieux conducted an internal investigation. Review of the customer¿s data showed the fine-tuning of the vitek® ms instrument was not optimal at the time of the organism misidentification. The review also found the customer¿s spot preparation quality was not optimal; the sample ¿all peaks¿ values were quite heterogeneous. Analysis of the mzml sample data show that the misidentification result of brucella spp. Was obtained from the spectra having the lowest number of peaks (30) acceptable for giving an ¿identification¿ result rather than a ¿no identification¿ result. This could be caused by the non-optimal spot preparation of the sample strain and by non-optimal fine-tuning. The root causes of the misidentification were determined to be user error due to incorrect sample handling and lack of instrument maintenance. Biomérieux performed a fine tuning on the customer¿s vitek® ms, provided spot preparation training material.

Event description:
A customer in (B)(6) notified biomerieux of the misidentification of an actinomyces radingae patient isolate as brucella spp. In association with the vitek® ms instrument (ref. 410895, serial number (B)(4)) with knowledge base (kb) version (B)(4). Initial testing of the isolate with the vitek® ms obtained a single choice identification of brucella spp. The customer states this result was not consistent with the gram stain result of gram positive bacilli. The customer retested the isolate again with and without formic acid; a spot prepared with formic acid obtained the correct identification of actinomyces radingae with 99.9%. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health.